Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 19dec23: 1. Section b. Box 3. Date of eventl 2. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure to treat the left femoral-popliteal bypass graft using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), indigo system separator 7 (sep7), and a non-penumbra sheath. During the procedure, the physician completed three passes in the target vessel using the cat7 and sep7. After the third pass, the physician was removing the sep7 and noticed the distal bulb tip of the sep7 had broken off in the lower leg. The physician attempted to use the cat7 to aspirate the broken tip of the sep7 and then attempted to use a snare device to capture the broken tip, but the attempts were unsuccessful. It was reported that an angiogram was performed, and the physician believed the broken tip of the sep7 would not impede the flow in the leg and decided to leave it in the vessel. The physician believed there was no risk to the patient. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2023-00554. Section a. Box 1. Patient identifier; section a. Box 2. Age at time of the event.

Event description:
The patient was undergoing a thrombectomy procedure in the arterial tibial vessel using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and indigo system separator 7 (sep7). During the procedure, while utilizing the cat7 with the sep7, the distal bulb of the sep7 had broken off in the lower leg. It was reported that the physician believed the broken tip of the sep7 would not impede the flow in the leg and decided to leave it in the vessel. The physician believed there was no risk to the patient. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.